Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the staples were unformed at the first firing. Additional suture was performed. The thickness of the tissue was about seven millimeters in diameter. The doctor commented that the tissue was not too thick and hard, the device was fired as usual. After the firing, it was found that the unformed staples were confirmed in the abdominal cavity. There were no adverse consequences to the patient.